Manufacturer narrative:
(B)(4). Insulin pump powered up with a blank display due to a huge piece of the battery threads which broke off. As a result, the battery cap is not making good contact with the battery. Unable to perform displacement test due to the loose battery threads. Insulin pump had broken battery tube threads, cracked case (battery tube) and missing display window cover. Insulin pump p-cap test reservoir lock in place properly.

Event description:
Information received by medtronic indicated that insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.